Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the right coronary artery after only "partial" lesion predilation with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion due to inadequate predilation, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the proximal portion of the stent to flare. The guide catheter and stent delivery system were then removed as a unit, however, the stent dislodged from the stent delivery system of the femoral sheath. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter causing the stent to flare. The stent was successfully snared from the pt and discarded. Due to the pt's severe coronary artery disease and a low ejection fraction of 20%, the procedure was abandoned. There was no additional sequelae reported relavite to the event.